Event description:
A report was received regarding the removal of a tibial nail and hardware (implanted (B)(6) 2012) due to unspecified infection (explanted (B)(6) 2012). It was reported that the tibia was healed, the fracture stable. This is report # 1 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.